Manufacturer narrative:
The calibrations for ca 19-9 and ferritin were last performed on (B)(6) 2025, and they were acceptable. The provided spin time was shorter than recommended, and the spin speed was faster than recommended. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The ca 19-9 reagent lot number was 85726300 with an expiration date of 30-nov-2026. The ferritin reagent lot number was 82140600 with an expiration date of 31-jan-2026. The qc from the day before the event was acceptable but had an error on the day of the event. On (B)(6) 2025, the customer noticed a leak in the pinch tubing. The customer changed the pinch tubing and performed qc with acceptable results. On 12-oct-2025, the field service engineer checked the instrument and found no visual leaks on the pinch tubing. He then performed precision studies and qc, and they were within specifications. He verified that the instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys ca 19-9 assay and 2 patients' samples tested with elecsys ferritin assay on a cobas 8000 - cobas e 602 module. Sample 1 and sample 2 were tested for ca19-9: sample 1: initial result: 198.4 u/ml. Repeat result: <0.600 u/ml (<measuring range of 0.600-1000 u/ml). Sample 2: initial result: 4400 u/ml. Repeat result: 51 u/ml. Sample 3 and sample 4 were tested for ferritin: sample 3: initial result: <0.50 ng/ml (<measuring range of 0.50-2000 ng/ml). Repeat result: 34 ng/ml. Sample 4: initial result: 0.800 ng/ml. Repeat result: 434 ng/ml, and this result was deemed to be correct. The customer repeated the samples due to proficiency testing failures.